Event description:
It was reported that an artificial urinary sphincter (aus) was removed due to recurring incontinence and fluid loss on (B)(6) 2018. There was no saline in the pressure regulating balloon and cuff upon explant. A new aus system with a 4.0cm cuff was implanted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed but as a result of a sharp instrument consistent with explant damage. When tested the balloon pressure was 59.3 cmh2o. The original balloon pressure rating is not known. The pump performed within specifications. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that an artificial urinary sphincter (aus) was removed due to recurring incontinence and fluid loss on (B)(6) 2018. There was no saline in the pressure regulating balloon and cuff upon explant. A new aus system with a 4.0cm cuff was implanted.